Event description:
The patient reported that subsequent to the implant of a protegen sling for treatment, patient experienced urethral erosion, vaginal erosion, bladder infections, vaginal odor, discharge, and voiding difficulties. The device was explanted in 1998. The device was not returned for evalution. Therefore, no failure analysis is available. Without evaluating this device, company was unable to determine if the device met specifications, and company was unable to determine the specific relationship of the device to the event.